Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the mrx device displayed artifact on the ECG waveform. : there as no patient harm.

Event description:
It was reported to philips that the mrx device displayed artifact on the ECG waveform. There was no patient harm.